Event description:
It was reported that the device connecting to network, but not downloading the data set. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c20201. Annex d: d02. Additional information: annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated pcu issue of the pcu ¿data set not transferring¿ was not confirmed during the investigation. However, display was found causing dead pixel. On 1/27/2025, the pcu was received unboxed and with paperwork. Error logs contained ¿log only¿ errors; however, log entries were not evident data set transfer failure. Testing demonstrated the pcu successfully passed all network connectivity test, connected to the server and downloaded the data set wirelessly. The pcu will be returned to bd san diego repair center for normal processing. Recommend replacing display panel assembly. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device connecting to network, but not downloading the data set. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated pcu issue of the pcu ¿data set not transferring¿ was not confirmed during the investigation. However, display was found causing dead pixel. On 1/27/2025, the pcu was received unboxed and with paperwork. Error logs contained ¿log only¿ errors; however, log entries were not evident data set transfer failure. Testing demonstrated the pcu successfully passed all network connectivity test, connected to the server and downloaded the data set wirelessly. The pcu will be returned to bd san diego repair center for normal processing. Recommend to replace display panel assembly. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.